Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient was able to connect to the pump and the remote showed a message that the reservoir was out of fluid. *refer to (B)(4) for report of ins issues**

Manufacturer narrative:
This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. This report is being sent to indicate this change. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.